Manufacturer narrative:
On 8/31/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a gripper was returned in used condition, showing wear, staining and damaged inserts. While doing the visual inspection of the instrument, it is noticed that there is staining and discoloration at the insert area. It is also noticed that the inserts are slightly worn. Without knowing how the instrument was handled or maintained during autoclaving, the cause is undetermined. The complaint report is confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports inserts "dissolved" or disappeared after sterilizing, it was used and it damaged a crown. On 9/1/2016 no further information available.